Manufacturer narrative:
The device history records are currently being reviewed. The stent remains implanted. The investigation is currently underway. This event is being reported because this device is the same or similar to PMA #p070014 marketed in the united states.

Event description:
It was reported that approximately six months post stent implant in the popliteal artery, a stent fracture was identified. The area of the stent fracture is reportedly highly calcified with plaque and there is approximately 50-60% in-stent restenosis of the distal segment of the stent. The stent fracture and in-stent restenosis were resolved with pta and placement of two competitor's stents.